Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level 414 mg/dl. Customer was treated with insulin pump. Customer had blood glucose level of 300 mg/dl. Customer did bolus but getting no delivery alarm. Customer did not allege insulin pump for under delivering. Customer declined troubleshooting for air bubbles and leak. It was unknown whether the customer was using auto mode at the time of reported event. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.